Manufacturer narrative:
Batch review performed on 28 january 2020. Lot 154195: (B)(4) items manufactured and released on 29-oct-2015. Expiration date: 2020-10-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016.

Event description:
Revision surgery performed due to infection. Only the inlay has been changed.